Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood visible on the balloon, stent, and in the guide wire lumen. There was crystalized contrast on the shaft, balloon, and stent. This is consistent with preparation and the stent delivery system (sds) advanced into the patient anatomy. The stent was stationary on the tightly folded balloon between the markers with no damage noted. The hypotube was separated 78.2 cm distal to the strain relief tubing. The fracture faces were oval as if kinked prior to separation. The hypotube jacket was stretched at the separation location. There were multiple kinks and bends noted to the hypotube. This type of separation is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. Since this damage was not reported in the incident information, the kinks likely occurred during the procedure and further handling during packaging and return to abbott vascular for analysis, contributing to the shaft separation. The hypotube jacket completely separated during the analysis due to handling. The inability to cross a lesion can be affected by numerous factors including, but is not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure a review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. The reported failure to advance and noted hypotube separation appear to be related to the operational context of the procedure.

Event description:
It was reported that the multi-link rx stent delivery system (sds) did not cross the lesion; however, a non-abbott sds was able to cross. Though requested, no additional information was provided. This is being reported based on the analysis of the returned device, which revealed the sds hypotube separation.